Event description:
It was reported that the patient had a revision procedure due to lead migration.

Event description:
It was reported that the patient had a revision procedure due to lead migration. Additional information was received that the patient had lead migration because she heavily bumped against a metal box. There were no reported device issues with the lead. Additional information was received that the patient experienced loss of pain control and feeling of stimulation along her right side, despite having a silent program.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6). Batch: 7043244. Product family: scs-lead fixation. Upn: unknown. Model: unknown. Serial: unknown. Batch: unknown.

Event description:
It was reported that the patient experienced migration of the spinal cord stimulator (scs) lead due to heavily bumping against a metal box. There were no reported device issues with the lead, however, the patient experienced loss of pain control and feeling of stimulation along her right side, despite having a silent program. The patient underwent a revision procedure. No products were explanted or implanted during the procedure.

Event description:
It was reported that the patient experienced migration of the spinal cord stimulator (scs) lead due to heavily bumping against a metal box. There were no reported device issues with the lead, however, the patient experienced loss of pain control and feeling of stimulation along her right side, despite having a silent program. The patient underwent a revision procedure. No products were explanted or implanted during the procedure. Additional information was received that a second scs lead (serial number 7043244) was explanted during the revision procedure.

Event description:
It was reported that the patient had a revision procedure due to lead migration. Additional information was received that the patient had lead migration because she heavily bumped against a metal box. There were no reported device issues with the lead.